Manufacturer narrative:
Product complaint # (B)(4) additional information provided: the product code is: 2229. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Lot number : unk: j2228958 h3 evaluation: complaint sample review : one complaint sample of drain with trocar was received for evaluation, product was inspected visually, below are detailed observations: 1.there was a hole observed on the drain. 2.identified hole was checked under magnification, there was deep cut also observed with the hole. Documents review : during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review : no negative observation was found. It is suspected that, the affected area of the drain might have come in contact with some pinned / sharp tool used during package opening or prior (in between the transition), and lead to the defect generation. External factors like mishandling or improper usage at user end could not be ruled out. As per standard practice, 100 % functional test and 100% visual inspection was carried out, visually. Before and after packing of finished goods, prior to the product release. There was no scope to miss such claimed defect, at manufacturing / release stage. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a drain was used. During surgery, after opening the package and before use, it was found that there was a crack in the product. Further details are not provided. There were no adverse consequences to the patient. Upon evaluation, a hole observed on the drain. Additional information has been requested.